Event description:
Customer's mother reported a button error on her daughter's insulin pump. The up button is not working. Customer's blood glucose is 164 mg/dl. Customer was on a ride and the device fell off customer's pants. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to lcd unlock keypad connector. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.